Manufacturer narrative:
Additional information was received and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged device will not turn on/device not functioning, burning/smoke/electrical odor, particles in airway from device, overheating of device. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed a keratin on the blower box. The iso (international organization for standardization) port had an unknown brown contaminant on its outer edges. A brown, crusty, stringy, thick, contaminant was observed on the impellers and interior of the blower. A brownish-black contaminant was observed on the interior and exterior of the iso port, blower below, and top enclosure. The brownish-black contamination is inconsistent with degraded sound abatement foam. An unknown brown residue was observed on the interior and exterior of the rear panel, flip door, top enclosure, air inlet, and bottom enclosure. A dust-like contamination was observed on the bottom enclosure. The blower box had a yellowish tint. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found two error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed dust-like contamination and was not able to confirm the complaint or address the symptoms specified. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged device will not turn on/device not functioning, burning/smoke/electrical odor, particles in airway from device, overheating of device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.